Manufacturer narrative:
Complaint number (B)(4). Upon reviewing the device, the root cause for the articulation cable failure in the handle of the device could not be determined therefore an investigation was initiated to further analyze the device. The complaint was confirmed. There was no patient harm or injury reported. This MDR is filed as a result of an internal retroactive review.

Event description:
Immediately upon release the clip, the hinge/articulation collapsed. This made removal of the tool extremely difficult as it was not possible to push the tool superiorly to lift over the clip. Resulted in an extra 20 minutes for the case. The clip remained secure throughout. The patient care was not affected.